Event description:
The iab was inserted into the pt on 10/10/96. On 10/11/96 after iabp for 24 hours, the iab would not inflate. The iab was removed and a second was inserted into the pt. As a result of the event, the iab had to be surgically removed and there was a hematoma at t he insertion site. There were no signs of vascular damage. The iab was not returned to co for evaluation., the iab was discarded by the facility. (Event complications: the iab was surgically removed/hamatoma) -rpt'd 11/7/96. Pt's current status unk. Rpt'd 11/7/96.